Manufacturer narrative:
The right ventricular lead was not returned to boston scientific for analysis, therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was removed and replaced due to early elective replacement indicator (eri). The device reached end of life (eol) on (B)(6) 2011 and premature battery depletion (pbd) was suspected. In addition, the right ventricular (rv) defibrillation lead exhibited high ventricular pacing impedances greater than 3000 ohms and high pacing threshold measurements. The decision was made to remove and replace the rv lead. No additional adverse patient effects reported. Additional information was received stating that the lead will not be returned to boston scientific.